Event description:
Pt called lifewatch on (B)(6) 2010 and (B)(6) 2010 and stated that the electrodes caused skin irritation. In order to gather additional info regarding the type of skin irritation and if the pt was injured, the pt was called multiple times ((B)(6) 2010, (B)(6) 2010, (B)(6) 2010) and was reached on (B)(6) 2010. The pt stated that where the electrode tape and metal is it looks like it has been burned and or blistered. Pt sought medical attention from a dermatologist and was prescribed benadryl ointment and cortisone cream. To get clarification on the pt's statement of being burned, the pt was contacted on (B)(6) 2010, (B)(6) 2010 and was reached on (B)(6) 2010. The pt clarified her original statement on (B)(6) 10 of being burned and blistered and stated that she felt she was actually burned from the metal piece of the electrode.

Manufacturer narrative:
Device passed in house preliminary testing. Device will be shipped to the MFR card guard on (B)(4) 2010. Associated accessory device: act monitor, model # com001, serial # (B)(4).